Event description:
Nursing technician reported that the equipment displayed system message: pupil not detected, and there was a twenty five minute delay to surgery. Surgery was completed, and no pt harm was reported.

Manufacturer narrative:
During the on-site investigation, the field service engineer fixed a bad contact on eye tracker-monitor cable and successfully completed functional tests. The root cause was assessed to be a bad contact on eye tracker-monitor cable. (B)(4).